Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/16/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that coagulum was found on the tip of the catheter at the end of the procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Coagulum was not observed on catheter tip. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, the irrigation was observed with no issues or occlusions. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the pictures provided the customer complaint regarding a coagulum has been verified. However catheters passed all specifications. The root cause of the coagulum observed cannot be determined .

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/04/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. Contact: (B)(6). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a coagulum was found on the tip of the catheter at the end of the isvt procedure using a smarttouch thermocool sf bidirectional catheter. No error was seen on both at system and catheter. No impedance rise was noticed during the procedure. No patient consequence was reported. Patient was in total anesthesia. Act during the procedure was 220-250s. Temperature was between 31-33 celsius degree. Ablation was between 30w (flow rate 8ml) and 35w (flow rate 15ml). Temperature cut off 45 celsius degree. Impedance was around 130-150. Rf tot time was 21min. The issue is MDR reportable. A clot seen on the catheter does not represent a serious injury in itself nor the result of device malfunction. Since, thrombus/clot/coagulum has poor adherence to catheters and trans-septal sheaths, it could be a potential source of embolism.